Event description:
The facility alleges the bearing on the wheel allegedly fell out of the tire. The tire then fell sideways and the chair fell to the floor. No injuries are alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol(B)(4) determined this is an MDR. RMA (B)(4) has been initiated for this issue. Model solara3g serial number/date code (B)(4) is approximately 3 months. The user manual part number 1154295 rev c (dec-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female whose height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.